Event description:
The device is continuously stating "please reinsert the battery." There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.